Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside the pt and was retrieved at 33,588 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fibers glass cap was found to be detached; the fiber broken distal to the fiber/cap glue zone. The fiber cap was returned by the customer. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, resulting in cap detachment.